Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral approach. The 90% stenosed target lesion was an area of in-stent restenosis of an unknown stent that was located in the moderately tortuous and calcified superficial femoral artery (sfa). A 7.0 x 60/135 sterling mr balloon catheter was advanced to the target lesion for pre dilation. During the first inflation at 6 atms a balloon rupture occurred. The sterling mr balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed blood in the balloon and inflation lumen. When positive pressure was applied with an inflation device filled with water, water emitted from the tip. There was a perforation in the inner shaft distally from the proximal balloon bond. The perforation may be consistent with perforation of the shaft wall with the end of a guidewire during clinical use or preparation for clinical use. There was no damage to the balloon. Functional testing confirmed a perforation in the inner shaft prevented balloon inflation. There was no evidence of any product quality deficiencies contributing to the reported event or the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral approach. The 90% stenosed target lesion was an area of in-stent restenosis of an unknown stent that was located in the moderately tortuous and calcified superficial femoral artery (sfa). A 7.0 x 60/135 sterling mr balloon catheter was advanced to the target lesion for pre dilation. During the first inflation at 6 atms a balloon rupture occurred. The sterling mr balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.